Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on with blood glucose range of 500 mg/dl. The customer treated with shots prior to hospitalization but blood glucose would not go down. The customer was wearing the insulin pump during the hospitalization. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.